Manufacturer narrative:
A imps, tsv,3.7,10,mtx,mg (item # tsvtb10) was received for investigation. Visual inspection of the as returned products identified some signs of wear from use in the form of residue coating the implants, but no other signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. Implant' dimensions were measured with digital calipers (cal1334, calibration due 25-sep-2020), and found to be within the specifications in the products' engineering drawing. Pre-existing conditions were noted on the per and include the patient's smoking habit. The reported devices were located on tooth #s 7 and 10 (universal notation) and were used for approximately 5 years. Pictures or x-ray images of the implant sites were not provided to evaluation the reported medical event. DHR review was completed for the subject lot numbers (lot # 62732296). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record (st# 2543) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (lot # 62732296) for similar events and one other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection and bone loss) or device (tsvtb10). Therefore, based on the available information, device malfunctions did not occur and the reported events were non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
Additional information received provided a correct lot number (lot #62732296).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported an implant (tsvtb10) removal due to periimplantitis. Site was bone grafted. Tooth location 7.